Manufacturer narrative:
Per tandem¿s g4 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 404 mg/dl. Pump system check identified that the luer lock was not securely connected and was leaking. Customer secured luer lock and resumed insulin delivery.